Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient was transferred and arrived with a large right groin hematoma during impella support. Furthermore, pedal pulses were absent. The sending team (pretransfer) reported no groin issues and bilateral pedal pulses. There was an active 'impella in aorta' alarm. It was noted that the pigtail was visible across the valve during initial transthoracic echocardiogram. The staff was advised to advance the device under transthoracic echocardiogram. The fellow was to call back if repositioning assistance was needed but the vascular consultant recommended impella removal due to the absent pulses. The hematoma reduced in size and was resolving. Doppler pedal pulses were positive on the impella leg. Systemic heparin was started, and the hematoma continued to resolve. It was reported the patient was febrile. The device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.